Manufacturer narrative:
(B)(4). It is unknown if the device involved in the complaint is available for investigation. Teleflex has requested this information. A visual, dimensional, and functional inspection of the device could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint not confirmed based on the information received. Root cause unknown. If the device becomes available a follow up report with the investigation results will be submitted. Teleflex will continue to monitor feedback from the customers on issues related to leaking during use and cannulas filling with water on water bottle products.

Event description:
Customer complaint alleges that during use of the aquapak, with a nasal cannula, the patient's nasal cannula filled with water. Customer states that the situation was corrected after changing to an aquapak with a different lot number. Customer reports the patient is fine.